Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was observed to be inaccurate. Reportedly, the customer loaded the cartridge with 460 units and the insulin gauge was displaying 43 units at the time of the report. The customer's blood glucose (bg) level was 405 (mg/dl) at the time of the report. The customer stated the were unsure of their bg level and forgot to bring blood testing strips to dinner before eating a large meal. Reportedly, the customer would continue to monitor their bg level and deliver a manual injection if necessary. The customer reloaded the same cartridge onto the pump and received an accurate fill estimate.